Manufacturer narrative:
Analysis on the returned side mount emitter had no failure found through functional testing and visual/physical examination. Analysis states that it was tracking without any issues. Analysis on the returned emitter controller resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that, when connected to test system, the controller displayed a fault error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no communication with the emitter. The em emitter and me control box was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: emitter 9735521 axiem 3 side mount controller 9735824 em s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the em emitter kept going in and out. The procedure was switched from em to optical. It was noted that the cord looks frayed and the localizer shows a fault when plugging it in during troubleshooting. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Additional troubleshooting from the manufacturing representative showed that a new emitter was plugged in and the software still showed, "localizer faulted." And rebooting did not solve the issue. The breakout box is connected and the instrument parts on the box is functioning. The manufacturing representative swapped it for another emitter and the banner still reads, "localizer faulted." The self test showed that the controller is connected.